Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 17-sep-2025 the user reported that the ilet touchscreen was unresponsive. The agent instructed the user to attempt a restart, but the issue persisted. The user confirmed visible screen damage consistent with cracking. The device could not be operated following the event. A replacement ilet was issued. The user denied any injury and reported no adverse impact to blood glucose control.